Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV, pain and hardening. Device has been explanted. Healthcare professional, later reported, irregular contours. Healthcare professional, later reported, "sensation of pins and needles or cramps".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, device evaluation: device photograph(s) for the device related to the reported event of capsular contracture requested on jul 12, 2024. It is not possible to determine, the lot number or catalog through the photos provided. Visual analysis of the photographs identified. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.